Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the three instruments will not verify. The hardware and software passed the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that during servicing, it was found that the straight suction, straight probe and ostium seeker were unable to register. There was no patient present during this event.